Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote monitoring. The pacemaker exhibited backup vvi due to non-maskable interruptions. No intervention was performed, but the patient was continuously monitored. The patient experienced no adverse consequences.